Manufacturer narrative:
Findings: no button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, missing end cap sticker and cracked battery tube threads.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 7.3 mmol/l the customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.